Event description:
Customer reported that she has had difficulty inserting the sensor on multiple occasions. Customer stated that the sensor strip is peeled backwards and the needle goes into her body, but the sensor is slightly peeled back so it does not go completely in. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened or used sensor and performed a visual inspection and found the tip of cannula bent, the insertion needle failed per specifications due to the needle being bent. Unable to confirm if customer received sensor damaged due to customer returning the product opened.